Event description:
It was reported that the patient went to the hospital for normal follow up. Device interrogation revealed that a vibratory alert was activated for extended charge time, but the patient did not feel it. An attempt to perform a capacitor maintenance was unsuccessful to the long charge time. The device was explanted and replaced. The patients condition was good after the event.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The original hv capacitors were sent for further evaluation and an anomalous capacitor was determined to be the cause of the extended charge time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.